Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, that she was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 40 mg/dl. Troubleshooting was performed and the programming was correct. The insulin pump passed the displacement test. The customer was advised to discuss the event with her doctor. Nothing further was reported.